Manufacturer narrative:
The user reported hospitalization event where the user was diagnosed with sleep apnea. The event happened on (B)(6) 2026. The event was not related to diabetes or glucose measurements. At the time of the call, the user was feeling fine. Per dms, user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported hospitalization event where user was diagnosed with sleep apnea. The event happened on (B)(6) 2026. At the time of the call, the user was feeling fine. The event was not related to diabetes or glucose measurements. Per dms, user is currently using the system with up-to-date information.